Manufacturer narrative:
This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient presented with left side chest pain and hypertension . The hypertension was from the ventricular tachycardia (vt) in which resulted in chest pain. The vt started after a computerized tomography (CT) contrast was induced in the emergency room. The patient was administered antiarrhythmic medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b2 outcome attributed to adverse event b5 desc evt problem b7 relevant history h6 FDA ime code and FDA imf code investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the hypertension from chest pain, and the chest pain was related to ventricular tachycardia (vt). Labs revealed a troponin of 26 and an electrocardiogram (ek) showed the ventricular pacing. While hospitalized, the patient had an acute kidney injury with creatinine 1.9 (baseline 1.2-1.5), likely from the computerized tomography (CT) contrast administered in the emergency department or hypotension from vt. The aki was treated with a normal saline bolus with improvement of creatinine to 1.5 and diuretics were held; however, the patient was later sent home with oral diuretic medication. During the hospitalization, the patient also experienced acute respiratory failure with hypoxia and required oxygen via nasal canula at four (4) lpm. A transthoracic echocardiogram (tte) was done during the hospitalization and showed acceptable septal position and right ventricular function. There was no change to in vad speed.

Manufacturer narrative:
A supplemental report is being submitted for an update to investigation completion. Revised product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with left sided chest pain and hypertension caused by ventricular tachycardia (vt), and the patient was administered antiarrhythmic medication. While hospitalized, the patient had an acute kidney injury (aki) with elevated creatinine levels, which was treated with a normal saline bolus. During the hospitalization, the patient also experienced acute respiratory failure with hypoxia and required oxygen via nasal cannula. Of note, it was reported that the vt and aki occurred after computerized tomography (CT) contrast was administered. Additional information received indicated that the patient had chronic systolic/diastolic heart failure, and an appropriate implantable cardioverter defibrillator (ICD) shock was delivered for vt upon admission to the hospital. The patient was administered antihypertensive medication. Based on the limited infor mation available, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias, hypertension, respiratory dysfunction, and renal dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of vt and respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) hw41091 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with left sided chest pain and hypertension caused by ventricular tachycardia (vt), and the patient was administered antiarrhythmic medication. While hospitalized, the patient had an acute kidney injury (aki) with elevated creatinine levels, which was treated with a normal saline bolus. During the hospitalization, the patient also experienced acute respiratory failure with hypoxia and required oxygen via nasal cannula. Of note, it was reported that the vt and aki occurred after computerized tomography (CT) contrast was administered. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias, hypertension, respiratory dysfunction, and renal dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of vt and respi ratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include additional information received that the patient had an ICD shock and medication administered - h6 patient codes (ime/annex e): updated to include code e210401 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had presented to the hospital with appropriate implantable cardioverter defibrillator (ICD) shock which was generated for ventricular tachycardia (vt). The patient was administered antihypertensive medication. Of note, the patient also had a systolic/ diastolic chronic heart.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The b5.desc evt problem has been updated. Investigation of this event has been reopened to evaluate the additional information and is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with oral medication.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with left sided chest pain and hypertension caused by ventricular tachycardia (vt), and the patient was administered antiarrhythmic medication. While hospitalized, the patient had an acute kidney injury (aki) with elevated creatinine levels, which was treated with a normal saline bolus. During the hospitalization, the patient also experienced acute respiratory failure with hypoxia and required oxygen via nasal cannula. Of note, it was reported that the vt and aki occurred after computerized tomography (CT) contrast was administered. Additional information received indicated that the patient had chronic systolic/diastolic heart failure, and an appropriate implantable cardioverter defibrillator (ICD) shock was delivered for vt upon admission to the hospital. The patient was administered antihypertensive medication. It was further reported that the patient was treated with oral medication. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias, hypertension, respiratory dysfunction, and renal dysfunction are known potential com plications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of vt and respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the th erapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.